Manufacturer narrative:
Evaluation results: one cadd extension set was returned for investigation in used condition without its original packaging. The sample was visually inspected at a distance of 12 to 24 inches and normal conditions of illumination. No discrepancies were found. A functional test was performed using a hydrostat vessel. No occlusions were detected. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer reported product problem was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd extension set may have leaked. It was reported that white residue was found on the cassette that was in use with the extension set when it was returned to the cancer center. No adverse patient effects were reported.